Event description:
It was reported that tandem mobi pump generated cartridge alarm 34, and caller denied any exposure to magnets or previous similar alarms and confirmed issue did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge as instructed, delivered 9-unit bolus successfully, reloaded original cartridge, and resumed insulin therapy, and issue was resolved without need for further action. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.